Event description:
It was reported that one year post-operatively, several patients experienced recurrent atrial fibrillation (af). Per literature review, it was reported that: in this retrospective study, 283 female patients with atrial fibrillation (af) underwent catheter ablation with pulse field ablation (pfa). Overall complication rates were 1.4 percent. At one-year post-operative follow-up, several patients experienced recurrent af. No additional information was provided regarding the complications, facility, or timeframe in which these procedures occurred. The devices were disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. Ribatti, v., russo, a. D., riva, s., solimene, f., bianchi, s., iacopino, s., cipolletta, l., valeri, y., maggio, r., mea, r., rossillo, a., de simone, a., polselli, m., malacrida, m., zucchelli, g., tondo, c., & casella, m. (2025). Po-03-062 de novo pulsed field vs conventional thermal ablation of paroxysmal atrial fibrillation in women: safety, efficiency, and efficacy. Heart rhythm, 22(4). Https://doi.org/10.1016/j.hrthm.2025.03.983.

Manufacturer narrative:
B3: date of event was not provided. As the article stated patients experienced the recurrent atrial fibrillation approximately one year postoperatively and the article was published in april 2025, we can consider the procedures took place on or before april 2024. Detailed product information was not provided to bsc, as the information was provided via a literature review. As there was no indication of product malfunction, and the complications occurred post operatively, the device was disposed of, and the detailed device information cannot be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.